Event description:
It was reported that the pt's ins was explanted, and replaced with a new ins, due to the possible premature depletion of the device's battery. No further details, pt symptoms or outcome were provided. Add'l info was requested, but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).the ins has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.